Event description:
Reporter indicated that pt is experiencing extreme voice changes and burning sensation. Investigation to date has been unable to determine whether voice changes are constant or during stimulation.